Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the lead, a tighter fit than expected was noted and it was like the outer insulation was rubbing against the inner lumen of the introducer. No patient complications have been reported as a result of this event.